Event description:
Analysis of the returned device found that the subject stent was deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. On visual inspection, the device was returned together with the microcatheter. The sdw was found to be inside the microcatheter and was slightly kinked/bent. The stent was found to be deployed and intact. The stent introducer sheath was found to be intact. Functional testing was not performed as the returned stent was found to be deployed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and the stent was prepared as per the dfu. Continuous flush was set up as required. It was reported that 'when the stent was inserted into the microcatheter, an unusual resistance was felt from the hub to the middle of the catheter. The patient continued to feel resistance from the hub to the middle of the catheter. Since there was no improvement, both the devices were replaced and the procedure was continued'. The stent was returned for analysis already deployed. However, it is unclear at what point the stent was deployed. The stent was inspected and was undamaged. The stent delivery wire (sdw) was returned for analysis still present inside the microcatheter. Upon review the sdw was seen to be kinked. The introducer sheath was also returned and was intact/undamaged. In the case of this complaint it is most likely that the issue occurred due to procedural or anatomical factors during the procedure. The as reported stent difficult/unable to advance or pullback through catheter as well as the as analyzed sdw kinked/bent and stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.